Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a battery failure alarm after turning on the console. The console failed the manual reboot. No patient harm or involvement was reported.

Manufacturer narrative:
The investigation for the reported automated impella controller (aic) battery failure alarm has been completed. The console was returned for evaluation. Upon inspection, there was a battery failure alarm immediately after the initial boot-up. There was also a "battery level low (50%) - alarm". The console was rebooted four more times and the battery failure alarm was persistent. This confirmed the reported failure mode. When the console was turned on, the user performed a force shutdown by toggling the battery switch to off. Upon restart, the log recorded "unexpected controller shutdown - alarm", due to force shutdown. The batttest showed cell imbalance in cell 3 of battery 2 . Also, the battery 2 lcd was flickering and partially blank. The front panel optical connector was contaminated as received, and upon cleaning unable to remove the debris, which is unrelated to the reported failure mode. The root cause of the battery failure alarm was cell imbalance in cell 3 of battery 2. A.3 e.2 and e.3were revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.